Event description:
It was reported that the high pacing lead impedance was out of range, noise, and issues with capture. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported lead was returned for loss of sensing and high pacing lead impedance. Electrical tests that were conducted indicate a short on the inner and outer coil. All damage that was found is consistent with implant/explant damage.